Manufacturer narrative:
The investigation into the reported thrombus was completed. The device was not returned for evaluation. Based on the available information, the root cause of the positioning issue was determined to be thrombus observed on the pump after device removal. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 15-year-old male patient implanted with the impella 5.5 for mechanical circulatory support had a significant amount of clot visualized and removed from the graft during explant of the device. No clot had adhered to the device itself. Additionally, during the removal process, the right radial arterial line was lost, causing concern that the clot had traveled down the patient's arm. Post-procedure, arterial and venous imaging results were negative for clot and the patient continued to have a pulse. No other concerns were noted. There was no harm reported to the patient.